Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document the asr / product code oto / exemption # e2014015. Total number of events: 14. Restorelle: 10. Novasilk: 4 - attachment: [oto spreadsheet april 2019-may 15, 2019.pdf].

Event description:
As reported to coloplast though not verified, legal representative stated plaintiff suffered multiple infections, erosion of the mesh, formation of two distinct recto-vaginal fistulas, internal and external scarring, and had to undergo a diverting colostomy. Revision surgeries occurred to remove the eroded mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information, as reported to coloplast though not verified, indicated uti, dehiscence, rectal bleeding, prolapse, fistula. On (B)(6) 2017, portion of mesh removed. On (B)(6) 2018, portion of mesh removed.

Manufacturer narrative:
This MDR follow-up is created as a follow-up to record 501137, initially reported on product code oto asr exemption # e2014015 for april (B)(6) 2019. This MDR is to reflect the additional information to be added to the intial asr report (device information and patients dob). Review of the lot number for complaint trend, nonconforming report and CAPA review. No trends noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This MDR follow-up is created as a follow-up to record 501137, initially reported on product code oto asr exemption # e2014015 for april (B)(6), 2019. This MDR is to reflect the additional information to be added to the intial asr report.